Manufacturer narrative:
Taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional report, an alleged leak after the office reported that little to no fluid would aspirate during subsequent visits. It is unknown if the problem is located in the port or tubing, but port revision surgery was performed.